Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04184. It was reported that the patient's implanted leads migrated down to t12. The patient was going to have the migrated leads replaced on (B)(6) 2021 but dr. Pat fall was unable to fix it due to scar tissue and ended up explanting both leads.

Manufacturer narrative:
A patient's implanted leads migrated down to t12 was reported to abbott. The patient was going to have the migrated leads replaced but the physician was unable to fix it due to scar tissue and ended up explanting both leads to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.